Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v010676, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that every time she went to see her healthcare provider (hcp), she was told that she had blood in her urine. She had two hysterectomies, so there was no reason why there should be blood in urine. Patient stated the hcp did not know why there was blood in urine. They had never checked her bladder. She had switched to a new hcp and this hcp did not specialize in interstitial cystitis bladder disease(ic) which was the reason she had her interstim device. She lost her balance and she fell back on her implant about a month ago. Patient reported since then the wires were sticking up and she had been having back trouble. She would like to get an MRI but she did not have any hcp that she can go see about this. She did not want to go back to her previous hcp. Patient also reported that her setting was so strong from her previous interstim device. The stim was so strong and it hurts her that it almost makes her want to pass out. She didn't want the hcp to touch it because her interstim was set low. There were no further complications that have been reported as a result of this event.